Event description:
It was reported that the patient had muscle spasms at the implantable cardioverter defibrillator (ICD) site. The device was checked, and it was found that the right ventricular (rv) lead had a sensing integrity warning with numerous v-v intervals, and high thresholds on the rv and right atrial (ra) lead. It was then discovered that the anchor suture was broken with the rv lead becoming dislodged and falling into the superior vena cava (svc), with both leads becoming tangled on top of the ICD. The leads were repositioned and remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.